Event description:
It was reported that balloon rupture occurred. The target lesion was located in the av fistula. A 7.0 x 120, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after at 20 atmospheres. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the av fistula. A 7.0 x 120, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after at 20 atmospheres. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event. It was corrected that the balloon burst on the edge of a stent. It was attempted to be withdrawn, but the balloon was stuck. A cut down was performed to release the balloon.

Manufacturer narrative:
B1 - adverse event/product problem: corrected. B2 - outcomes attrib to adv event: corrected. B5 - describe event or problem: corrected. H1 - type of reportable event: corrected. H6 - impact code: corrected. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was failure to follow instructions.